Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a clinic visit, the presenting electrogram (egm) of the implantable device was reviewed and found to exhibit oversensing noise on this right ventricular (rv) lead. It was suspected that the cause of the oversensing noise was due to electromagnetic interference (emi). No additional adverse patient effects were reported. The rv lead remains in service.